Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received results of 235 and 224 mg/dl. The normal control range was not provided, but should be around 70-100 mg/dl. No adverse events were alleged. The meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.